Event description:
During an atrial fibrillation operation, the tip of the catheter was bent/damaged during rotation in the cardiac cavity. Another ultrasound catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: df9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. The catheter shaft was found to be bent in multiple locations; no fracture was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bends remains unknown.